Event description:
Subsequent to the initially filed emdr report, additional information was obtained: when the prostyle sutures came out of the anatomy, it was noted that all of the suture-loops were formed/intact, but the sutures failed to capture the vessel wall. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with three prostyle devices using the pre-close technique prior to an interventional pulmonary valve implantation procedure via an 8f sheath. Reportedly, while attempting to deploy three prostyle devices, the sutures were not deployed in the vein and came out of the anatomy, still attached to each of the devices. The physician believed to have successfully pre-placed two additional prostyle devices and continued with the procedure. The sheath was upsized to 26f and the pulmonary valve implantation procedure was completed. While using the suture trimmer after the procedure, the two pre-placed prostyle sutures also came out of the anatomy. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.